Manufacturer narrative:
It is not clear at this point if the device and/or lot info is available. Without the device and /or lot info it is not possible for codman to conduct a proper investigation. If the device is returned the complaint will be investigated and a follow up report will be filed. If lot info does not become available and if the record review indicates that there was a non-conformity a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Event description:
Affiliate reported that the dr noticed that the pt's ventricles were enlarged. The surgeon found that there was a breakage of the distal catheter. The affiliate was informed that a revision will take place, however, they were not informed of the date of revision.